Manufacturer narrative:
Update to d9: sample returned. Update to h3: device evaluated. Update to h6: type of investigation.

Manufacturer narrative:
It was reported that "the new bd syringes" located in the pack are "leaking". The customer did not report any patient involvement. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that "the new bd syringes" located in the pack are "leaking".